Manufacturer narrative:
D4): correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
D4): device lot number, expiration date, serial number unk. Partial UDI populated. H3): the device was discarded, thus no investigation could be completed. H6): perforation of vessels, great vessel perforation, and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. The ra lead was successfully removed with no issues. While attempting to remove the rv lead with a spectranetics 14f glidelight laser sheath, the patient's blood pressure dropped. Rescue efforts began, including rescue balloon and sternotomy. A perforation from the innominate/superior vena cava (svc) junction to the svc was discovered; repair was attempted but unsuccessful, and the patient did not survive. This report captures the 14f glidelight which was in the area when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.